Manufacturer narrative:
The product was returned. An evaluation of the device performance is anticipated but not yet begun. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve and integral catheters were patent and met requirements for the leakage test. The valve met all of the requirements for the siphon, reflux, preimplantation, and pressure-flow tests. Therefore it is unknown what caused the reported event. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4)

Event description:
It was reported that the patient's ventricles were not reducing in size at pressure level 0.5, so the shunt was explanted and external drainage was carried out. It was also reported that the patient did not experience any adverse effects from the event.